Event description:
The aim of this retrospective study was to assess preoperative imaging characteristics of carotid artery disease might be associated with adverse events following transcarotid artery revascularization (tcar). This study was included cases from (B)(6) 2017 to (B)(6) 2021. A total of 213 patients underwent tcar, with a median age of 74 years, and 67% were male. Of these patients, 98% were white, 1.4% were black, and 0.5% were latino. Twenty-six percent were current smokers, 43% were former smokers (median 10 years since quitting), and 31% had never smoked. Approximately one-third of patients had a hostile neck due to prior ipsilateral carotid endarterectomy, neck surgery, or radiation therapy. Sixteen percent underwent tcar as a secondary procedure following previous carotid interventions. Forty-nine percent of procedures were performed on the left side, and 5.6% were emergent due to evolving neurologic symptoms. In addition, 44.6% of patients had a history of transient ischemic attack or stroke. The 30-day death rate of 0.5% (1/213). Fourteen patients (6.7%) died within one year of the procedure, and 25 patients (11.96%) had died by the close of the study. Of the deaths that occurred within the year, one had a major stroke, one suffered a myocardial infarction (mi) within 30 days of tcar, and one experienced both stroke and mi. Seventy-three percent (19/26) of patient deaths reported by family members to have died at home from unknown causes.

Manufacturer narrative:
A2: the patients in the study ranged in age from 50 to 89 years, with a median age of 74 years. A3b: the study included 213 patients, of whom 143 (67.14%) were male and 70 (32.86%) were female. B2. The date of death was not provided for any of the reported deaths. B3: the exact event date was not provided in the literature article. The date of event was estimated using the beginning of the study period date range, which is july 2017 - november 2021. H6: the patient code e2401was used to capture the reported deaths of unknown causes. Details of the event, including patient status and product information, were not provided to bsc. Because the product lot is unknown at this time, we are unable to provide the complete unique identifier (UDI) number and other specific product information. If additional details become available, a supplemental report will be submitted. Blears, e., patel, s., doyle, m., lombardi, n., & muluk, s. (2022). Predicting transcarotid artery revascularization adverse outcomes by imaging characteristics. Annals of vascular surgery, 87, 388-401. Https://doi.org/10.1016/j.avsg.2022.05.013.